Event description:
Additional information was received from the patient. They reported that the cause of the fall affecting the device was not determined, they then said user error likely caused or contributed to the issue. They reported their doctor did an excellent job of clarifying the day of the report and they were going to speak to their doctor weekly. It was reported the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is leaking and is not able to make it to the bathroom. Patient said when they increase stimulation it hurts in the vaginal area and the patient can't stand it. Patient decreased stimulation back down and it still hurts on the right of their vagina but not as bad. Patient fell and these issues started after the fall. Reviewed how to change programs. Patient changed to program 4 and was feeling stimulation more in their bowel and not the bike seat, however, patient changed to program 1 and was feeling stim in the bike seat. The patient was redirected to their healthcare provider to further address the issue.